Event description:
It was reported that the buttons on insulin pump were not working properly. Customer's blood glucose reading at the time of the call was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.